Manufacturer narrative:
Trackwise ID: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 heating element/wires peeled back from inside of the cutting/sealing jaws. Jaws open is unknown. Resistance is unknown. They opened up another vh-4000 to complete the case. No delay reported. No adverse event reported.

Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for lots 3000299853, 3000308151, and 3000313507 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.